Event description:
The complainant alleged that during set-up for a customer demonstration the unit displayed pacer fault 116 on power-up and defib disabled. When attempting a 30 joule test, the unit displayed defib fault 72 and when switched into pacer mode the device does not show pacer stimulus markers on the display. Unit also displayed a high batt voltage a day earlier. The rep. Removed the battery and ran the device on ac. It was also observed that the unit no longer runs on batt power. The complainant indicated there was no patient involvement with this malfunction.